Manufacturer narrative:
(B)(4) date sent: 07/01/2025 d4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did any piece break off of the device? No did it fall into the patient? Did retrieval alter the procedure in any way? For 3rd gst60g: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? The firing was without problems and completed normally ¿ nothing wrong with echelon 3000! The complaint is about the reloads but they where not changed according to IFU if yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The problem was the scub nurse way of changing reloads: ¿for hygiene reasons she didn´t want to grab the stapler close to the reload. She therefore used a grasper (peang) to hold the jaw with her left hand and then used the right thumb to loosen the reload. (This is the same way she does with sure form) it was very hard to get it loose and when it finally loosened, the reload broke/divided in to plastic and metal parts. She cleaned the device and put in a new reload. When the surgeon heard that there had been loose parts from the reload, he wanted them to bring out a new stapler for safety reason. The scrub nurse removed the unused reload from the first stapler and put it into the new stapler (echelon 3000). The stapler then wouldn´t fire and the scrub nurse changed the reload which again broke in the same way as the first one.¿ attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: due to conflicting information in the event description where it states, "the reload broke/divided in to plastic and metal parts." And the additional information "did any piece break off of the device? No", please confirm which statement belongs to this event? No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic low anterior resection procedure, it was observed that it was very hard to loosened the reload and when it finally loosened, the reload broke/divided in to plastic and metal parts. They brought out a new stapler and a new reload. The stapler then would not fire and the scrub nurse changed the reload witch again broke in the same way as the first one. They continued on with the 2nd stapler with a new green reload. The firing and change of reload worked without any problems throughout the rest of the surgery. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025. Corrected data: h6. Type of investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.